Manufacturer narrative:
Updated investigation states: more information about channel a : ¿ at 11:41 (pump time), the vtbi complete alarm was cleared and the infusion on channel a continued. ¿ at 13:35 (pump time), the pump alarmed for n186 distal occlusion. ¿ at 13:43 (pump time), the alarm was cleared and the infusion on channel a was resumed. ¿ at 15:13 (pump time), the pump alarmed for channel a vtbi complete and switched to kvo rate. ¿ at 15:40 (pump time), the alarm was silenced. ¿ at 16:11 the pump was turned off. On (B)(6) 2021 at 05:20 (pump time), channel a was programmed at a rate of 60ml/hr, with a volume to be infused (vtbi) of 500ml and a duration of 8:20 (hh:mm) and the infusion was started. At 07:30 (pump time), the pump alarmed for n234 distal air. The pump was backprimed and at 07:41 (pump time), channel a was restarted at 07:42.

Manufacturer narrative:
Testing of the actual device was complete. A visual inspection was performed, and the device was found in normal condition. The event history was downloaded from the device to search programming, finding at 10:14 (pump time) a programming for channel b with a duration of 1 hour, rate of 100 milliliters per hour, volume to infuse of 100 milliliters in simultaneous mode. This infusion ended at 11:16 am (pump time) delivering 100 milliliters in 1 hour 2 min. The infusion ended at the correct time with the volume indicated according to the event data. All events for (B)(6) 2021 were reviewed and this was the only programming found with 100 milliliters per hour. The only parameter commented by the customer was the rate of 100 milliliters per hour which was the same as this infusion. In the time range from 16:00 to 17:30 (17:00 to 18:30 pump time) no programming was found with the rate commented by the customer. The conclusion of customer protocol test is as follows: the device was programmed on channel b to deliver a volume of 100 milliliters in 1 hour, at a flow rate of 100 milliliters per hour , resulting in 102.7 milliliters delivered in 1 hour. 100 milliliters *5% = (+/- 5 ml) with a tolerance of +/- 5%, the delivery value was found to be within the allowable range. The margin of delivery error was + 2.7ml (milliliters). The customer protocol testing determined that the device worked 1 hour without interruption and the infusion was completed without over delivery or alteration of values. It delivered as programmed. The keypad test was performed to verify that it did not auto program. Every key functioned correctly, the test passed correctly. It is not possible to determine if it was a programming error, since there is no complete information of what was programmed as volume to infuse, duration of the infusion and also because it is a medical criterion that defines the parameters of the ringer's lactate infusion. It can be concluded that during the customer's protocol and product verification tests, the device infused correctly without over-deliveries, did not generate technical failures or alarms, or over-programming produced by the keyboard. Therefore, probable cause was not found.

Event description:
The event involved a plum 360 infusion pump. The customer originally submitted a complaint for a request of the pump¿s infusion programming for (B)(6) 2021 between 4:00 pm and 5:30 pm. An update was provided stating the patient who came from surgery recovery room was admitted to the hospital service. After admission, at approximately 5:00 pm, the patient presented with cardiorespiratory arrest and died. The medication infused during the event was lactated ringers at a rate of 100 ml/hr. No additional information was provided.